Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The recurrent mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). A mitraclip xtw was implanted without issues. On (B)(6) 2023, an echocardiogram was performed and revealed that the mr increased to grade 4 and a perforation was observed on the anterior leaflet. The clip was stable on both leaflets. No additional information was provided.